Event description:
The pt has reportedly experienced ongoing quality issues and poor performance with use of the device. Programming adjustments have been made, however, this did not resolve the issue. Revision surgery is under consideration.